Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in 2012. The patient's previously administered products included for an unreported indication: birth control from 2007 to (B)(6) 2018. Concurrent conditions included allergic reaction, illness and colitis. Concomitant products included atropine sulfate (atropin) since 2007, axotal (fioricet) since 2015, citalopram hydrobromide (celexa) since 2007, citalopram since 2017, diazepam since 2007, eugynon (seasonique) from 2006 to 2012, hyoscyamine since 2007 and metoprolol since 2014. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea"), pelvic pain ("pain"), lymphadenopathy ("other injury(ies) or complications please describe: swollen glands.") And abdominal pain lower ("lower abdomen"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, genital haemorrhage, dysmenorrhoea, anxiety, depression, menorrhagia, headache, nausea, pelvic pain, fatigue, lymphadenopathy and abdominal pain lower outcome was unknown and the vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, patient demographic information, lab data, essure indication ,concomitant product ,new event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, pain, failure to occlude (close) fallopian tube(s), perforation (fallopian tube s)), fatigue, other injury(ies) or complications please describe: swollen glands and lower abdomen were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube s)"), back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure (batch no. 958704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in 2012. The patient's previously administered products included for an unreported indication: birth control from 2007 to 10-aug-2018. Concurrent conditions included allergic reaction, illness and colitis. Concomitant products included axotal (fioricet) since 2015, citalopram hydrobromide (celexa) since 2007, citalopram since 2017, diazepam since 2007, eugynon (seasonique) from 2006 to 2012, hyoscyamine since 2007, lomotil [atropine sulfate,diphenoxylate hydrochloride] since 2007 and metoprolol since 2014. In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea"), pelvic pain ("pain"), lymphadenopathy ("other injury(ies) or complications please describe: swollen glands.") And abdominal pain lower ("lower abdomen"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, genital haemorrhage, dysmenorrhoea, anxiety, depression, menorrhagia, headache, nausea, pelvic pain, fatigue, lymphadenopathy and abdominal pain lower outcome was unknown and the vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2012: failure to occlude fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("severe back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a partial hysterectomy and salpingectomy with removal of the essure devices ). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and severe back pain, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.